Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-jun-2023. H.6. Investigation summary: the customer reported leaking from the hub, and returned one used sample. The sample was tested with water in the lab, and no leakage was found. The set flushed without any issue, and was able to connect water-tight to other sets in the lab. The complaint could not be verified, and the root cause is unknown. Device history record review for model mx5301 lot number 23039035 was performed. The search showed that a total of 38,403 units in 1 lot number was built on 02mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd maxguard¿ pressure rated extension set with y-site(s) 5 the lines are clogged. This is the 1st of 2 complaints. The following information was provided by the initial reporter: we have had trouble with the new IV extension sets since we switched to them a few months ago. The bd maxguard pressure rated extension sets work most of the time, but there have been multiple incidents where ivs won't run well or flush, we are unable to bolus IV fluid or push meds on some of the devices.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd maxguard¿ pressure rated extension set with y-site(s) 5 the lines are clogged. This is the 1st of 2 complaints. The following information was provided by the initial reporter: we have had trouble with the new IV extension sets since we switched to them a few months ago. The bd maxguard pressure rated extension sets work most of the time, but there have been multiple incidents where ivs won't run well or flush, we are unable to bolus IV fluid or push meds on some of the devices.